Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they try to charge the implantable neurostimulator (ins), they are seeing a warning power on recharge (por) message since the week prior to the report. The patient noted that they have not had any recent trauma or falls. They stated that they had a diagnostic ultrasound recently. Communication was sent out to the field. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.